Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator (ICD) had a grommet and set screw problem. A left ventricular (lv) competitor lead displayed high impedance when inserted into the ICD header. The lv lead connection was loosened and the lead was removed. The same left ventricular (lv) competitor lead was reinserted and secured a second time into the header. Following this approach, normal impedances were able to be measured. The ICD remains in use. No patient complications have been reported as a result of this event.